Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the common iliac artery with moderate calcification and moderate tortuosity. The 9.0x39mm omnilink elite stent delivery system (sds) was introduced through a 6french (fr) sheath, however, when the delivery system had passed the distal end of the sheath the physician noted that the stent had moved on the balloon but still tightly crimped. The omnilink elite was removed out of the sheath without losing the stent. The stent stayed on the balloon and was removed still crimped on part of the balloon. The stent was only half crimped on the balloon, the other half moved towards the shaft. Another same size omnilink elite stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a de novo lesion in the common iliac artery with moderate calcification and moderate tortuosity. The 9.0x39mm omnilink elite stent delivery system (sds) was introduced through a 6french (fr) sheath, however, when the delivery system had passed the distal end of the sheath the physician noted that the stent had moved on the balloon but still tightly crimped. The omnilink elite was removed out of the sheath without losing the stent. The stent stayed on the balloon and was removed still crimped on part of the balloon. The stent was only half crimped on the balloon, the other half moved towards the shaft. Another same size omnilink elite stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the observed stent dislodgement; however, a stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, and interaction with the anatomy, accessory devices and/or previously implanted stents. In this case, it is possible that the device may have interacted with accessory devices during advancement, causing the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.